Event description:
It was reported that frequent magnet responses were logged over the last few checks. A large number of magnet responses have been logged since the last clear on (B)(6) 2025. The patient had not reported any symptoms. It is suspected that the patient has a magnetic clasp on a medicalert bracelet. No intervention was performed.